Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the three drawers were failed. A field service engineer (fse) disassembled the affected drawers and reseated the row board cable and retractor band cables. The drawers were reassembled, and the machine was powered back on; all failure messages cleared. The fse logged into hardware test application (hta) and performed functional tests on auxiliary drawers 4 1 and 4 2 and main drawer 6, all of which passed and the system was verified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed and not detected on the bus. The user performed a station reboot followed by recover storage space, however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.